Event description:
It was reported that the patient experienced a procedure to switch from a sling device to an artificial urinary sphincter device due to unspecified reasons. During the procedure to implant an aus device, a second cuff was opened and implanted because the first cuff was too tight. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received that the reason for revision was that the patient was still experiencing incontinence. The surgeon noticed that the pad usage had reduced from 5 pads to 1 pad daily but was not completely dry which is why the aus device was discussed. Related events: kit advance intl sling, model- null, lot sn- null, mfg date- null, and exp date-null.

Manufacturer narrative:
Related events: kit advance intl sling.

Event description:
It was reported that the patient experienced a procedure to switch from a sling device to an artificial urinary sphincter device due to unspecified reasons. During the procedure to implant an aus device, a second cuff was opened and implanted because the first cuff was too tight. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.